Manufacturer narrative:
UDI: (B)(4)incomplete. The lot number was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that during a rotator cuff repair surgery on (B)(6) 2022, it was observed that the 4.9mm healx adv sp bioc anchor device broke. According to the report, the event occurred either when malleting to the first thread (but anchor inserted into bone fine and held tension) or with the combination of cracking after malleting to first thread and then tensioning. Another like device was used to complete the procedure with a delay of 10 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the lot number, expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, the photo shows part of the suture slightly frayed, and part of the anchor broken below of the suture. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device lot number: 8l45158, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. The broken anchor can be attributed to procedural variables, such handling of the device or product interaction during procedure. A possible root cause could be an axial misalignment or bending force was applied to the tip of the device during procedure. It could be related to the anchor either broke when malleting to the first thread, a combination of cracking after malleting to first thread and then tensioning may cause the broken anchor. For the suture condition its possible a result of attempting to seat the anchor have resulted in fraying; also, could be related to the handling of the device, when inserting through the bone, the suture could have rubbed with the bone internal walls. However, it cannot be conclusively affirmed. As per IFU, improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.